Event description:
On march 12 2008, the sales rep reported the surgeon was performing a revision surgery on a competitor's prod and adding add'l levels. The pt had some fusion. After attempting to reduce the rod into the tulip head resulting in the tips breaking on two almighty instruments, the surgeon decided to loosen the closure tops and back the screws out a couple of threads so the rod would fit properly into the tulip head. It was then noticed that the initial thread of one of the closure tops was damaged. The closure top was removed and replaced with another. There was a surgical delay reported of 5-10 minutes. No report of pt injury. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Further investigation is pending.